Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 was received for evaluation. An in-house presto inflation device was used to inflate the balloon, during the inflation a pinhole rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported material rupture as a pinhole rupture was noted to the balloon. However, the investigation is unconfirmed for the reported break as no break was observed. A definitive root cause for the reported balloon rupture and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the pta balloon was allegedly slowly expanded and partial poor expansion was observed. It was further reported that when the balloon was expanded to nominal pressure, it ruptured. Reportedly, when it was pulled out of the body and checked, the body wire was also broken. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, the pta balloon was allegedly slowly expanded and partial poor expansion was observed. It was further reported that when the balloon was expanded to nominal pressure, it ruptured. Reportedly, when it was pulled out of the body and checked, the body wire was also broken. There was no reported patient injury.